Event description:
A report was received that the patient developed an infection. Symptoms included an elevated temperature. The physician believed that the infection was procedure related and was not device related. The patient was prescribed antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50cm.